Event description:
It was reported via phone call that the buttons on the insulin pump were hard to push. Customer's blood glucose level at the time 314 mg/dl. Customer reported symptoms of nausea and thirst. Customer treated with manual injection. Customer declined replacement. Customer does not recall any significant event leading up to the incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.